Event description:
It was reported a patient participant in the (B)(6) trial is deceased. The patient was found dead in bed by the spouse. Further review of the information indicates the patient died approximately eight months post device system implant. There are no known device system allegations.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Additional information from device interrogation received indicates the patient had a "polymorphic" ventricular tachycardia (vt) "which had intervals within" the ventricular fibrillation (vf) zone, but did not meet the vf detection criteria; the device had a programmed vf zone with a vt monitoring zone. The cause of death is unknown. Concomitant products: product ID d354trg, implantable cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2012; product ID 407658, implantable pacing lead, implanted: (B)(6) 2012; product ID 693565, implantable tachy lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.